Event description:
It was reported that during an ipg replacement procedure (related manufacturer reference number: 1627487-2024-12537) the doctor used a plasma blade following which the ipg was not able to connect with external device. Reportedly, the ipg was not set into surgery mode for the procedure. The ipg reset. Troubleshooting was able to resolve the issue and restore connection. This issue occurred two times during the procedure. The issue was resolved, and connection was confirmed post operatively.

Manufacturer narrative:
Further information (device information) was received indicating this event was a duplicate and reported in manufacturer reference number (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.